Manufacturer narrative:
Additional information was received that the patients scs system was not providing enough pain relief. The patient underwent an scs explant procedure. No device malfunction was suspected. The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patient will undergo an explant procedure for unknown reason.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-50, serial #: (B)(4), description: linear st lead, 50 cm. Model#: sc-4318, lot #: 19872277 / 18838994, description: clik x anchor.

Event description:
A report was received that the patient will undergo an explant procedure for unknown reason.